Manufacturer narrative:
Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The p-cap or reservoir locked properly during testing. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. No cracks at the display window noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl while at work and 263 mg/dl on (B)(6) 2020. The customer reported crack at reservoir area. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will be returned for analysis.